Event description:
It was reported that patient underwent an orthopedic salvage system procedure on an unknown date. Subsequently, the patient was revised approximately four (4) months post-op due to fracture of the compress spindle. The compress spindle was removed and replaced. Additionally, the patient was revised on (B)(6) 2013, due to another fracture of the compress spindle. The compress spindle was removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown device product code - unknown expiration date - unknown date implanted - unknown date explanted - unknown PMA/510(k) number manufacture date ¿ unknown there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04481/04482).